Event description:
Caller reported compact plus system blood glucose results of "0.sth" mmol/l and "6.sth" mmol/l within 10 minutes. Reported indicated "sth" means that the number after the comma is unknown. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).